Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the hybrid.

Event description:
It was reported that when the patient presented to the clinic, the physician was unable to interrogate the device. The patient was then sent to the ER (emergency room). The device was explanted and replaced. However; upon the explant of the device, it was noticed that the svc (superior vena cava) port did not have a plug in it as the patient had a single coil lead. It was also noted that the patient mentioned a burning sensation around the device in (B)(6) and had gone to the ER, but the device was not interrogated then. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7122 competitor implantable tachy lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.